Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation. Updates/corrections made to sections b5, d9, g3, g6, h2, h3, h6, h10.